Event description:
A customer reported a low reading with the adc device. The customer reported due to this she experienced a loss of consciousness, but no further information regarding adverse event was provided as customer disconnected call. The customer provided a reading comparison of 62 mg/dl from sensor against 80 mg/dl from competitor meter; however, it cannot be determined if these readings were from the time of adverse event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note that sensor kit expiration date is 31-aug-2020. However, as the customer did not specify the date of the adverse event, it is unknown if the device was used past it's shelf life/expiration date. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.